Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient is currently on program c. Program c was supposed to help with the patient's back. The patient stated their stimulation is no longer going to the area in his back that needs it. The patient stated he is getting a lot of pain in his back since 2019 (patient stated about three weeks ago). The patient stated he is feeling stimulation on group c across the stomach and the top of his right leg down to his right knee. The patient stated he did have two falls since being implanted. The last fall was two months ago. The caller was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the stimulator was coving the painful areas in their lower back and legs that it was put in for. However, the patient was having pain from their pedicle screws in their upper back. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they did not have any further information at this time but that the patient would be meeting with another rep on (B)(6)2019 at their doctor¿s office for evaluation. No further complications were reported/anticipated.